Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on (B)(6) 2024. This event is pending a correction/removal reporting number.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the leadless pacemaker was inappropriately in reset mode. Tests were attempted to be run, but error messages were present. The device was able to be restored and all tests were able to be completed without further issue. The patient was stable.